Event description:
It was reported the patient had a coupling issue. It was noted the patient was ¿out of¿ stimulation. It was reported the patient had to reposition the antenna several times to charge. It was noted the patient had revision surgery following a car accident to address coupling issues. It was reported the patient¿s coupling would go from eight to four to zero boxes. It was noted body position did not affect coupling. It was reported the patient did not use adhesive strips as they were allergic to all adhesives. It was noted the patient kept a thin shirt between their body and the antenna. It was reported the patient got hot during recharge and would sweat. It was noted the recharger would get too hot and time-out due to temperature.

Event description:
The patient¿s health care provider (hcp) has not heard from the patient. It was unknown how the patient was doing.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).